Event description:
On (B)(6), 2010, the lay user/patient¿s caretaker contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6), 2010 at approximately 10am. On an unspecified date/time the patient reportedly obtained a blood glucose result of "464 and 336 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the reporter, the patient manages her diabetes with insulin (self adjuster) and in response to the alleged issue the patient administered an increase dose of insulin (15 units) at an unclear time following the reported issue. Four hours following the alleged issue, the reporter claimed the patient's blood sugar dropped; however, specific symptoms or blood glucose readings were not specified. According to the csr's documentation, at an unspecified time a non-healthcare professional administered treatment by giving the patient sugar. Per the reporter, the patient did not test her blood glucose with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet) and that the reporter performed a control solution test that passed. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate erratic readings on the subject meter, administered treatment based on one of the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k053529.

Event description:
Shortly after upgrading all patient information centers (pic) of a philips intellivue system seven months ago, the pic in ICU would intermittently lose the audible portion of alarms (become muted). This usually occurred during the midnight shift. During those times when alarm audio became muted, the clinical staff would enable bedside audible alarms. The on-call biomed tech would respond to the problem, confirm the audio volume had been set (changed) to "mute" and re-boot the pic to restore alarm audio. This situation continued intermittently for five months.manufacturer response for monitor system, physiologic, central, intellivue: visits by field service engineer. Error and event logs forwarded to factory for analysis.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.